Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and (2) two afx vela suprarenal's. Approximately (4) four years post-initial procedure the patient was experiencing belly pain. A suspected endoleak type 3b and a stent fracture were identified. Re-intervention was completed with the implant of an alto main body, (4) four ovation ix iliac limbs, and ovation prime fill polymer. During the re-intervention, an endoleak type 2 (non-device related issue) was identified. The physician was able to place two coils in the branch and resolved the leak. The final patient status was reported as doing well and was discharged from the hospital.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak, type 2 endoleak (non¿device related failure), and additional endovascular procedures are confirmed. The reported stent fracture is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an aneurysm enlargement of 11.5mm also occurred. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be discharged home on the third post-operative day in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem g3: date received by manufacturer - updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and (2) two afx vela suprarenal's. Approximately (4) four years post-initial procedure the patient was experiencing belly pain. A suspected endoleak type 3b and a stent fracture were identified. Re-intervention was completed with the implant of an alto main body, (4) four ovation ix iliac limbs, and ovation prime fill polymer. During the re-intervention, an endoleak type 2 (non-device related issue) was identified. The physician was able to place two coils in the branch and resolved the leak. The final patient status was reported as doing well and was discharged from the hospital. Additional information: the clinical assessment determined there was evidence to suggest an aneurysm enlargement of 11.5mm also occurred.